Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
The lawyer reported on behalf of the hospital in his letter dated (B) (6) 2009, that a (B) (6) male patient underwent revision surgeries due to a broken distal locking bolt, approximately one month after treating, a subtrochanteric femur fracture by the insertion of a long gamma nail. We received the requested details of this event on january 13, 2010. According to the customer's information, the event happened to the patient while he was carrying out gymnastic exercises in the (B) (6) clinic (B) (6) and was noticed by the x-rays. According to the documents, the bold was partially removed from the patient's left leg in the surgery on (B) (6) 2007. In another surgery procedure on (B) (6) 2007, the distal screw was removed and a replacing screw of the same length was inserted into the patient's femur. Furthermore, the customer reported in his documents that a 3rd surgery was performed on (B) (6) 2007, to drill the static locking with 2 locking bolts. Further information has been requested.